Manufacturer narrative:
The root cause of the dehiscence and aortic pseudoaneurysm that led to aortic insufficiency prior to reoperation was not definitively confirmed. It was possible the patient developed an un-diagnosed case of endocarditis at the time of his muscular infection and diskitis due to bloodstream septicemia which led to the subsequent dehiscence.

Event description:
Through review of medical records, the primary reason for reoperation was reportedly the aortic insufficiency secondary to annular dehiscence and aortic pseudoaneurysm. The calcification of the valve was an identified clinical observation at the time of device explant.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted four (4) years, two (2) months, twenty two (22) days, was explanted due aortic insufficiency secondary to annular dehiscence, aortic pseudoaneurysm and calcification . The explanted device was replaced with a 25mm aortic bioprosthetic valve. The patient was reported in hemodynamically stable.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated commissure 3 bent and wireform intact. There was a small nodule of calcification noted on the host tissue near leaflet 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the inflow aspect host tissue on the stent circumference was minimal at the inflow aspect. Two pledgets remained attached near commissure 1. Leaflet 1 had a cut of 9mmx9mm, leaflet 2 had a cut of 3mmx9mm, leaflet 3 had a cut of 3mmx10mm. All the cuts had smooth and straight edges. Returned with the valve was a fragment of tissue and a pledget; the fragment matched up to part of the cut on leaflet 1.

Event description:
The reported device was returned for evaluation.